Event description:
Caller reported that a cartridge alarm issue occurred, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. Caller successfully reloaded the cartridge on the pump and plans to follow up if the issue persists.